Event description:
Follow up revealed that the patient's ipg was explanted to address the issue. Explant date is unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing discomfort at the ipg site, due to migration. It was also reported that the patient has recently had significant weight loss. As a result, the patient may undergo surgical intervention at a later date.